Event description:
It was reported that patient presented to the hospital with an alert for non sustained lead noise. Iegm review indicated that a slow vt episode was diagnosed incorrectly, resulting in loss of capture due to pacing in biological refractory period. Programming changes were made and device remains implanted.

Event description:
New information received notes that programming changes were made and the issue was resolved.

Event description:
New information received notes that device interrogation revealed multiple noise episodes. Further programming changes were recommended.